Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician fully recaptured the 27mm wds and placed a 24mm wds deeper to achieve better placement in a complex laa. The 24mm device was stable after tug test and release criteria were met. Shortly after release, the device embolized and exited the left ventricle, stopping at the descending aorta. The patient remained stable and the device was safely snared though the left femoral artery. The physician successfully completed the procedure with a new 27mm wds which was more deeply positioned. The patient remained stable and was discharged the following day.